Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the seam on the right side of the back upholstery is coming apart. The dealer stated about 3 inches of it is unraveled.